Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menarche (age 11), multigravida (5) and parity 5. In 2014, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("sharp pelvic pain"), dysmenorrhoea ("menstrual pain"), menorrhagia ("heavy and prolonged menstruation with clots"), migraine with aura ("cephalea with aura"), pain in extremity ("pain in lower limbs"), peripheral swelling ("swelling in lower limbs"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermittent diarrhea"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood change"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), insomnia ("insomnia") and ovarian cyst ("ovarian cyst") and was found to have uterine leiomyoma ("uterine myoma"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, uterine inflammation, device dislocation, pelvic pain, dysmenorrhoea, menorrhagia, migraine with aura, pain in extremity, peripheral swelling, vaginal discharge, vulvovaginal pruritus, diarrhoea, depression, anxiety, breast pain, abdominal distension, oedema, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, insomnia, uterine leiomyoma and ovarian cyst had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, hypoaesthesia, insomnia, intra-abdominal fluid collection, loss of libido, menorrhagia, migraine with aura, mood altered, oedema, ovarian cyst, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine leiomyoma, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: uterine myoma and ovarian cyst. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menarche (age 11), multigravida (5) and parity 5. In 2014, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("sharp pelvic pain / chronic pelvic pain"), dysmenorrhoea ("menstrual pain / increased intensity of pelvic pain during the menstrual period"), heavy menstrual bleeding ("heavy and prolonged menstruation with clots"), migraine with aura ("cephalea with aura"), pain in extremity ("pain in lower limbs"), peripheral swelling ("swelling in lower limbs"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermittent diarrhea"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood change"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), insomnia ("insomnia") and ovarian cyst ("ovarian cyst") and was found to have uterine leiomyoma ("uterine myoma"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, uterine inflammation, device dislocation, pelvic pain, dysmenorrhoea, heavy menstrual bleeding, migraine with aura, pain in extremity, peripheral swelling, vaginal discharge, vulvovaginal pruritus, diarrhoea, depression, anxiety, breast pain, abdominal distension, oedema, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, insomnia, uterine leiomyoma and ovarian cyst had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hypoaesthesia, insomnia, intra-abdominal fluid collection, loss of libido, migraine with aura, mood altered, oedema, ovarian cyst, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine leiomyoma, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: at the time of follow-up information, the reporter stated that the pelvic pain started after the insertion of the essure device and worsened after the diagnosis of the myomas. Her condition did not improve even with medication. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2018: uterine myomas. Ultrasound scan vagina - on an unknown date: uterine myoma and ovarian cyst; on (B)(6)2021: nodular myometrial images suggestive of uterine myomas. Uterus in anteversion. Left ovary enlarged. Left ovary measures 3.8 x 2.7 x 3.7 cm (volume 19.1 cm³). Right ovary measures 2.6 x 2.3 x 2.4 cm (volume 7.8 cm³). X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menarche (age 11), multigravida (5) and parity 5. In 2014, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("sharp pelvic pain / chronic pelvic pain"), dysmenorrhoea ("menstrual pain / increased intensity of pelvic pain during the menstrual period"), heavy menstrual bleeding ("heavy and prolonged menstruation with clots"), migraine with aura ("cephalea with aura"), pain in extremity ("pain in lower limbs"), peripheral swelling ("sweling in lower limbs"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermitent diarrhea"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood change"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), insomnia ("insomnia") and ovarian cyst ("ovarian cyst") and was found to have uterine leiomyoma ("uterine myoma"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, uterine inflammation, device dislocation, pelvic pain, dysmenorrhoea, heavy menstrual bleeding, migraine with aura, pain in extremity, peripheral swelling, vaginal discharge, vulvovaginal pruritus, diarrhoea, depression, anxiety, breast pain, abdominal distension, oedema, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, insomnia, uterine leiomyoma and ovarian cyst had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hypoaesthesia, insomnia, intra-abdominal fluid collection, loss of libido, migraine with aura, mood altered, oedema, ovarian cyst, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine leiomyoma, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. The reporter commented: at the time of follow-up information, the reporter stated that the pelvic pain started after the insertion of the essure device and worsened after the diagnosis of the myomas. Her condition did not improve even with medication. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2018: uterine myomas. Ultrasound scan vagina - on an unknown date: uterine myoma and ovarian cyst; on (B)(6) 2021: nodular myometrial images suggestive of uterine myomas. Uterus in anteversion. Left ovary enlarged. Left ovary measures 3.8 x 2.7 x 3.7 cm (volume 19.1 cm³). Right ovary measures 2.6 x 2.3 x 2.4 cm (volume 7.8 cm³). X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2021: reporter's information was updated and a new reporter was added. Lab data information updated. The reporter stated that the pelvic pain started after the insertion of the essure device and worsened after the diagnosis of the myomas. Her condition did not improve even with medication. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, pregnancy and parity 5. In 2014, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), migraine with aura ("cephalea with aura"), pain in extremity ("pain in lower limbs"), peripheral swelling ("sweling in lower limbs"), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("menstrual pain"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermittent diarrhea"), depression ("depression") and anxiety ("anxiety"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, migraine with aura, pain in extremity, peripheral swelling, menorrhagia, dysmenorrhoea, pelvic pain, vaginal discharge, vulvovaginal pruritus, diarrhoea, depression and anxiety had not resolved. The reporter considered anxiety, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, menorrhagia, migraine with aura, pain in extremity, pelvic pain, peripheral swelling, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menarche (age 11), multigravida (5) and parity 5. In 2014, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("sharp pelvic pain"), dysmenorrhoea ("menstrual pain"), menorrhagia ("heavy and prolonged menstruation with clots"), migraine with aura ("cephalea with aura"), pain in extremity ("pain in lower limbs"), peripheral swelling ("swelling in lower limbs"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermittent diarrhea"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), pelvic discomfort ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood change"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), insomnia ("insomnia") and ovarian cyst ("ovarian cyst") and was found to have uterine leiomyoma ("uterine myoma"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, uterine inflammation, device dislocation, pelvic pain, dysmenorrhoea, menorrhagia, migraine with aura, pain in extremity, peripheral swelling, vaginal discharge, vulvovaginal pruritus, diarrhoea, depression, anxiety, breast pain, abdominal distension, oedema, hypoaesthesia, tremor, back pain, pelvic discomfort, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, insomnia, uterine leiomyoma and ovarian cyst had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, hypoaesthesia, insomnia, intra-abdominal fluid collection, loss of libido, menorrhagia, migraine with aura, mood altered, oedema, ovarian cyst, pain, pain in extremity, pelvic discomfort, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine leiomyoma, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: uterine myoma and ovarian cyst. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: new events added: mastalgia, distension, edema, numbness, tremor, lumbar pain, uterine perforation sensation, fatigue, loss of libido, pain and bleeding during and after sexual intercourse, uterine inflammation, joint pain, mood change, hair loss, suspicion of adenomyosis, abdominal fluid retention, generalized body pain, insomnia, uterine myoma and ovarian cyst; lab test added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure found fragmented") and uterine inflammation ("uterine inflammation") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of cesarean section in 2012 and cervicitis human papilloma virus (hpv changes since 2013, that is, before essure was placed. Since the change due to hpv and subsequent surgery in 2013, the patient underwent regular gynecological follow-up and there was never any complaint about essure), parity 5, multigravida (5) and early menarche (age 11). On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced device breakage (seriousness criterion medically important), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("sharp pelvic pain / chronic pelvic pain"), dysmenorrhoea ("menstrual pain / increased intensity of pelvic pain during the menstrual period"), heavy menstrual bleeding ("heavy and prolonged menstruation with clots"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), migraine with aura ("cephalea with aura"), pain in extremity ("pain in lower limbs"), peripheral swelling ("sweling in lower limbs"), diarrhoea ("intermitent diarrhea"), depression ("depression") and anxiety ("anxiety"). An unknown time she experienced uterine inflammation (seriousness criteria medically important and intervention required), uterine pain ("uterine perforation sensation"), dyspareunia ("pain during and after sexual intercourse"), back pain ("lumbar pain"), pain ("generalized body pain"), abdominal distension ("distension"), coital bleeding ("bleeding during and after sexual intercourse"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), breast pain ("mastalgia"), mood altered ("mood change"), loss of libido ("loss of libido"), oedema ("edema"), hypoaesthesia ("numbness"), tremor ("tremor"), fatigue ("fatigue"), arthralgia ("joint pain"), alopecia ("hair loss"), insomnia ("insomnia") and ovarian cyst ("ovarian cyst") and was found to have uterine leiomyoma ("uterine myoma"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hypoaesthesia, insomnia, intra-abdominal fluid collection, loss of libido, migraine with aura, mood altered, oedema, ovarian cyst, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine leiomyoma, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure administration. The reporter commented: at the time of follow-up information, the reporter stated that the pelvic pain started after the insertion of the essure device and worsened after the diagnosis of the myomas. Her condition did not improve even with medication. As per medical records: the present complaints - pain and bleeding - are attributed to lesions caused by hpv, and subsequently the increase in menstrual flow can be attributed to the presence of fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2021: pap smear altered since 2013 ¿ high-grade intraepithelial lesion ¿ pre-cancerous lesion caused by sexually acquired hpv, removal of the uterine cervix (cone) which confirmed the lesion [heavy metal test] (date unknown): serum nickel level within normal range [hysteroscopy] on (B)(6) 2014: difficulty in passing the camera due to stenosis of the external os due to previous surgery to remove the cervix (probably due to hpv), after dilation the essure was placed without difficulty. [Magnetic resonance imaging] on (B)(6) 2021: expansive lesion, centred on the uterine cervix, with irregular contours, hyperintense signal on t2, presenting heterogeneous enhancement measuring 3.1x1.5x 1.7 cm. The lesion compresses the internal ostium and promotes dilation of the endometrial cavity, which it presents with hematic content and measures approximately 2.6 cm. Patient with a lot of pain and bleeding on examination [ultrasound scan] on (B)(6) 2021: uterus anteversoflexion (avf) volume 73.1 cm3, 4 fibroids (largest measuring 3.1 cm), endometrium 8 mm, left ovary (lo) with volume 19.1 - simple cyst 5 cm3; right ovary (ro) with volume 7.8 cm3 - simple cyst 3.1 cm3 ¿ suggested magnetic resonance imaging to investigate endometriosis. ¿ i.e. Fibroids and endometriosis which can cause pain, increased bleeding, pain during sexual intercourse [ultrasound scan vagina] on 07-nov-2018: presence of intramural fibroids ¿ fibroids can cause increased menstrual flow, pelvic pain and pain during sexual intercourse; on 18-(B)(6) 2021: nodular myometrial images suggestive of uterine myomas. Uterus in anteversion. Left ovary enlarged. Left ovary measures 3.8 x 2.7 x 3.7 cm (volume 19.1 cm³). Right ovary measures 2.6 x 2.3 x 2.4 cm (volume 7.8 cm³); (date unknown): uterine myoma and ovarian cyst. [X-ray] on (B)(6) 2019: devices apparently well positioned; (date unknown): essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: patient provided medical records to expert. Exact insertion date (B)(6), additional medical history, and additional investigational results were added. Imdrf codes were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure found fragmented") and uterine inflammation ("uterine inflammation") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of cesarean section in 2012 and cervicitis human papilloma virus (hpv changes since 2013, that is, before essure was placed. Since the change due to hpv and subsequent surgery in 2013, the patient underwent regular gynecological follow-up and there was never any complaint about essure), parity 5, multigravida (5) and early menarche (age 11). On (B)(6) 2014, the patient had essure inserted. In 2017 she experienced device breakage (seriousness criterion medically important), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("sharp pelvic pain / chronic pelvic pain"), dysmenorrhoea ("menstrual pain / increased intensity of pelvic pain during the menstrual period"), heavy menstrual bleeding ("heavy and prolonged menstruation with clots"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), migraine with aura ("cephalea with aura"), pain in extremity ("pain in lower limbs"), peripheral swelling ("sweling in lower limbs"), diarrhoea ("intermitent diarrhea"), depression ("depression") and anxiety ("anxiety"). An unknown time later she experienced uterine inflammation (seriousness criteria medically important and intervention required), uterine pain ("uterine perforation sensation"), dyspareunia ("pain during and after sexual intercourse"), back pain ("lumbar pain"), pain ("generalized body pain"), abdominal distension ("distension"), coital bleeding ("bleeding during and after sexual intercourse"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), breast pain ("mastalgia"), mood altered ("mood change"), loss of libido ("loss of libido"), oedema ("edema"), hypoaesthesia ("numbness"), tremor ("tremor"), fatigue ("fatigue"), arthralgia ("joint pain"), alopecia ("hair loss"), insomnia ("insomnia") and ovarian cyst ("ovarian cyst") and was found to have uterine leiomyoma ("uterine myoma"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hypoaesthesia, insomnia, intra-abdominal fluid collection, loss of libido, migraine with aura, mood altered, oedema, ovarian cyst, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine leiomyoma, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure administration. The reporter commented: at the time of follow-up information, the reporter stated that the pelvic pain started after the insertion of the essure device and worsened after the diagnosis of the myomas. Her condition did not improve even with medication. As per medical records: the present complaints - pain and bleeding - are attributed to lesions caused by hpv, and subsequently the increase in menstrual flow can be attributed to the presence of fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2021: pap smear altered since 2013 ¿ high-grade intraepithelial lesion ¿ pre-cancerous lesion caused by sexually acquired hpv, removal of the uterine cervix (cone) which confirmed the lesion [heavy metal test] (date unknown): serum nickel level within normal range [hysteroscopy] on (B)(6) 2014: difficulty in passing the camera due to stenosis of the external os due to previous surgery to remove the cervix (probably due to hpv), after dilation the essure was placed without difficulty [magnetic resonance imaging] on (B)(6) 2021: expansive lesion, centred on the uterine cervix, with irregular contours, hyperintense signal on t2, presenting heterogeneous enhancement measuring 3.1x1.5x 1.7 cm. The lesion compresses the internal ostium and promotes dilation of the endometrial cavity, which it presents with hematic content and measures approximately 2.6 cm. Patient with a lot of pain and bleeding on examination [ultrasound scan] on (B)(6) 2021: uterus anteversoflexion (avf) volume 73.1 cm3, 4 fibroids (largest measuring 3.1 cm), endometrium 8 mm, left ovary (lo) with volume 19.1 - simple cyst 5 cm3; right ovary (ro) with volume 7.8 cm3 - simple cyst 3.1 cm3 ¿ suggested magnetic resonance imaging to investigate endometriosis. ¿ i.e. Fibroids and endometriosis which can cause pain, increased bleeding, pain during sexual intercourse [ultrasound scan vagina] on (B)(6) 2018: presence of intramural fibroids ¿ fibroids can cause increased menstrual flow, pelvic pain and pain during sexual intercourse; on (B)(6) 2021: nodular myometrial images suggestive of uterine myomas. - uterus in anteversion - left ovary enlarged. Left ovary measures 3.8 x 2.7 x 3.7 cm (volume 19.1 cm³). - right ovary measures 2.6 x 2.3 x 2.4 cm (volume 7.8 cm³); (date unknown): uterine myoma and ovarian cyst [x-ray] on (B)(6) 2019: devices apparently well positioned; (date unknown): essure found in wrong position in fallopian tube and fragmented quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menarche, multigravida and parity 5. In 2014, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), migraine with aura ("cephalea with aura"), pain in extremity ("pain in lower limbs"), peripheral swelling ("sweling in lower limbs"), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("menstrual pain"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermitent diarrhea"), depression ("depression") and anxiety ("anxiety"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, migraine with aura, pain in extremity, peripheral swelling, menorrhagia, dysmenorrhoea, pelvic pain, vaginal discharge, vulvovaginal pruritus, diarrhoea, depression and anxiety had not resolved. The reporter considered anxiety, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, menorrhagia, migraine with aura, pain in extremity, pelvic pain, peripheral swelling, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.